Manufacturer narrative:
The implicated product is a 8.0 fr. Single lumen catheter with tissue ingrowth cuff in a peel-apart percutaneous introducer system. The product received for evaluation is a 19.7 inch long segment of 8.0 fr. Catheter. The valve portion of the catheter has been cut away effectively making the catheter open-ended. The severed distal catheter tip is not included with complaint sample. 1-dot depth marker is located 1.5 inches proximal to catheter's distal tip. Cuff is absent from catheter and only small wedge of silicone sleeve remains. Strain relief is fixed over catheter outer diameter at catheter's proximal end. Included with complaint sample is loose orange color-coded blunt connector with adhesive residue on wings and non-manufacturer injection cap. A lot history review reveals no mfg issues and no similar complaints for this lot. Orange blunt connector is attached to and removed from catheter's proximal orifice with ease. Fitting a non-complaint sample blunt connector to catheter achieves similar results. This may indicate the catheter's proximal orifice inner diameter has been stretched. Microscopic (15x) examination of the catheter's proximal orifice, strain relief and blunt connector is unremarkable. Ten power magnification of remaining cuff foundation reveals edges of silicone sleeve to be irregualr and rough suggesting it tore away during device removal. Tactual exam of catheter reveals a tensile weakness 1.25 inches from catheter's proximal end and at red dot depth marker. This indicates stretching tubing beyond its tensile limit. This may have occurred at any time during one year life of this device or at explantation. Attempts to remove strain relief from proximal end of catheter are unsuccessful. Magnified examination of catheter's distal end tip reveals regular edge and flat, striated face consistent with being cut by scalpel or other sharp instrument. Without valve portion of catheter, testing for bleed back can not be completed. Complaint of spontaneous detachment of blunt connector is confirmed. It should be recorded as user-related. Complaint file indicates connector "repeatedly" detached from catheter. Improper reinsertion of connector several times may result in damaging or stretching tubing inner diameter sufficiently to prevent a secure fit. When replacing a connector, product instructions for use directs user to aseptically cut catheter at 90 degree angle, one-half inch distal to location of previous connector to remove any damaged catheter material. Product instructions for use also lists catheter related sepis as complication associated with venous catheters.

Event description:
The connector kept coming off the catheter. Blood backed up into the line and when pt flushed the catheter he reported that the blood contaminated and he got blood poisoning. He had to go to the hospital & was given antibiotic treatment. Catheter to be removed 6/13/97.